Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that the balloon was not folded, indicating exposure to positive pressure. A leak test was performed, which identified a pinhole in the balloon approximately 10 mm distal to the proximal marker band. The rated burst pressure for this device is 10 atmospheres. No damage was observed at the tip or on the blades during visual examination. All blades were present and remained fully bonded to the balloon surface. Visual and tactile inspection of the shaft revealed no kinks or structural damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.